Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was determined that irregular stress might have been applied to the bending section during user handling, leading to the reported incident. Additionally, the bending tube unit became exposed at the damaged location of the bending section cover. Hence, it was determined that the device did not satisfy its performance and specifications and the root cause could not be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: user may detect the suggested event by handling the device in accordance with IFU below. Urf-v2/v2r operation manual chapter 3 preparation and inspection. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below. Urf-v2/v2r operation manual chapter 3 preparation and inspection: - please read before use, precaution: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Chapter 4 operation 4.1 warnings and cautions: do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the uretero reno videoscope exhibited a protruded cable support from the bending section cover with metal exposure, which resulted in a major air leak. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.